Manufacturer narrative:
(B)(4). Device was requested for return but was not available.

Event description:
The nurse complained of discrepant inr results for 1 patient from coaguchek xs meter serial number (B)(4). At 09:00 am the result from the meter was > 8.0 inr. At 10:00 am a blood sample was collected and the result from the laboratory was 5.4 inr with the dade innovin method. The nurse stated that the patient had a > 8.0 inr result and within 7 hours a > 8.0 result on the meter. The patient's coumadin dose was withheld based on the result from the meter. The patient had no adverse event because of changing the patient's coumadin dose. The patient did not require medical treatment and was stable. The nurse did not believe the result from the meter was accurate. The next day after the event the result from the meter was 5.4 inr. The nurse stated that a new finger was used for each fingerstick. The patient has had no changes in diet, health, or medications. The patient's therapeutic range was 2.0 - 3.0 inr. The patient was not taking any other anticoagulants and no antiphospholipid antibodies. The suspect product was requested to be returned for investigation however the test strips are no longer available. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.6 inr donor 2 inr: 2.3 inr donor 1 hct: 40% donor 2 hct: 44% testing results: donor 1: retention meter with masterlot strips: 2.6 inr donor 1: customer meter with masterlot strips: 2.6 inr donor 2: retention meter with masterlot strips: 2.3 inr donor 2: customer meter with masterlot strips: 2.3 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 266839) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.